Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p5k0935) additional information: d1, d3(MFR name, street 1, MFR city, MFR region and postal code), d4(model #, catalog # and expiration date), d8, d9, g3, PMA / 510(k) #, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and engaged in interlock. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. The jaws of the reload were open. The proximal end of the reload adapter was broken. The articulation rod was broken off and the broken section of reload adapter remained in the distal end of the adapter. It was reported that the single use loading unit (sulu) had disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot p5f1038). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the reload disconnected while trying to fire over a vessel. There was no patient injury.